Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed an "attach pads" message without a cable connected to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and ECG stressing without duplicating the customer's report. The pads were not returned for evaluation. The defib receptacle and multifunction cable replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.